Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported clip opening while locked in this incident could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report that during clip deployment, the clip arms partially opened. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with an mr grade of 4+. The first mitraclip delivery system (cds) was advanced to the mitral valve. Grasping was performed successfully and mr was reduced to 2. The clip was implanted; however, after the lock line was removed it was noted that the clip arms opened approximately 40 degrees. The leaflets remained secure inside the clip. A total of 2 clips were implanted, mr was reduced to 1. There were no adverse patient effects. The patient is stable. There was no clinically significant delay in the procedure. No additional information was provided.